Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00 mm/2.0 cm/90 cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres for 30 seconds. The device was removed without problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.